Manufacturer narrative:
Device not returned at time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the surgeon was inserting the baseplate when the screwdriver stripped and the tip of the screwdriver broke in the baseplate. The surgeon had to use a dental pick to retrieve the broken screwdriver tip out of the baseplate. Case was delayed 5 minutes. No patient impact was reported.